Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: engineering analysis could not be done with available info. No product or x-rays were returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted approximately 12 years ago with another MFR's head. The pt has had recurrent hip dislocations, and was in an automobile accident approximately 7 years ago. Implant and explant dates are unknown.